Event description:
(B)(4). After having essure implanted in (B)(6) 2013, I have many different side effects starting with weight gain/ not being able to lose weight, complete loss of energy, constant pain and cramping, what feels like ripping in my uterus, and the worse of them all on (B)(6) 2015, I found out that my coils had migrated out of my tube and I was pregnant, I had the dye test which showed 100 percent blockage on both sides 6 weeks after I had them implanted, now on (B)(6) 2015, I will find out if I have to have a hysterectomy, and for the record I am only (B)(6) years old.